Manufacturer narrative:
The hill-rom technician inspected the device and found that the attachment point on the slingbar was broken and that the slingbar assembly set needed to be replaced. The periodic inspection for liko mobile lifts ((B)(4)) states under check point 6. "Slingbar" to make sure there are no deformities in the attachment point. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this device. The facility had a third party company perform preventative maintenance on this device. The account has asked hill-rom to review their contract to determine if the parts needed for repair are covered by the device warranty. The device has not yet been repaired due to ongoing review of contract with the account. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating while lifting a patient, the slingbar broke and dropped the patient approximately 1 foot back onto the bed. The lift was located in the patient room at the account at the time of the incident. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint (B)(4).